Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed that the middle of the tubing was crushed, and blood sampling could not be carried out properly. This event occurred 2 times, and no patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 26-jun-2024. Investigation summary: bd received two (2) samples and five (5) photos for investigation. The photos and the returned samples were evaluated and the indicated failure mode for damaged tubing causing blood leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged tubing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
This report is a replacement to the original submission under MFR report # 1024879-2024-00486 on 30-may-2024 in order to file against the correct site registration number. D2: common device name: blood specimen collection device; intravascular administration set d.2. Medical device type: one additional code applies; jka. E1: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the customer noticed that the middle of the tubing was crushed, and blood sampling could not be carried out properly. This event occurred 2 times, and no patient impact reported.